Manufacturer narrative:
(B)(4). D10: medical product: articular surface fixed bearing posterior stabilized (ps) right 13 mm height: catalog#42522400113, lot#65225918; articular surface fixed bearing posterior stabilized (ps) right 16 mm height: catalog#42521400116, lot#64716816; unknown tibial tray: catalog#ni, lot#ni. G2: foreign: hong kong. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the surgeon was unable to seat the articular surface upon the tibial tray. Three (3) different devices were used and were unable to seat before the surgeon successfully implanted a fourth device. There was a twenty (20) minute surgical delay however no adverse events or patient impact have been reported. Due diligence is in progress for this event; to date all available information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h6; h10; h11. Visual examination of the returned product identified signs of use/insertion attempts (tool marks) and a flared dovetail feature on all devices. Dimensional analysis of the products determined that the products, where measured, were conforming to print specifications. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.